Manufacturer narrative:
Hosp biomedical staff evaluated the device and observed a pin from the therapy cable had broken and was stuck inside the therapy connector. The biomedical staff replaced the therapy cable and removed the broken pin. The device was returned to service. The therapy cable was discarded by the hosp and was unavailable for evaluation.

Event description:
Paramedics responded to a cardiac arrest call, during the call an attempt was made to pace the pt. Reportedly the device indicated, connect cable and use of the device was inhibited. The pt was not resuscitated. The reporter stated the pt's outcome was not a result of device operation. The reporter stated the pt had dnr orders and resuscitation efforts were not continued.